Manufacturer narrative:
Medwatch sent to FDA on 10/07/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported 4 months after injection to the zygomatic/apex area with juvederm voluma with lidocaine patient developed left cheek delayed swelling and tenderness. Patient was treated with antihistamines and ibuprofen. Symptoms resolved "in 3 days". Then the "other cheek" swelled "exactly the same" and the patient continued with ibuprofen, antihistamines and added flucloxacillin and symptoms "all resolved in 3 days." Patient has previous filler history with juvederm voluma to the zygomatic area in (B)(6) 2015 and developed swelling to the left cheek in (B)(6) 2016. Symptoms resolved with ibuprofen and antihistamines. Physician additionally notes patient is an extreme athlete with no facial body fat and was undergoing extreme training around these dates in preparation for a competition.

Manufacturer narrative:
Medwatch sent to FDA on 09/20/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and tenderness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of swelling and tenderness as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week."

Event description:
Healthcare professional reported 4 months after injection to the zygomatic/apex area with juvederm voluma with lidocaine patient developed left cheek delayed swelling and tenderness. Patient was treated with antihistamines and ibuprofen. Symptoms resolved "in 3 days". Then the "other cheek" swelled "exactly the same" and the patient continued with ibuprofen, antihistamines and added flucloxacillin and symptoms "all resolved in 3 days." Patient has previous filler history with juvederm voluma to the zygomatic area in (B)(6) 2015 and developed swelling to the left cheek in (B)(6) 2016. Symptoms resolved with ibuprofen and antihistamines. Physician additionally notes patient is an extreme athlete with no facial body fat and was undergoing extreme training around these dates in preparation for a competition.